Event description:
It was reported an alarm was heard and telemetry was not yet performed. Withdrawal was reported. The patient started hearing the alarm on (B)(6) 2013 at 11:00am and the health care professional (hcp) was called a few times. The patient then went to the emergency room on (B)(6) 2013 and was admitted because he was experiencing withdrawals. Blood clots were also discovered in his lungs. This was the 4th time the alarm came on. A refill was not due for a few months and the alarm was going off every 2 hours and then every hour and then every 45 minutes. It was noted hcp said the patient had classic withdrawal signs and they didn¿t know anything about the pump. The hcp told the patient he did not need the pump and the patient would like to get the pump taken out. The pump was being used to deliver dilaudid. It was later reported the patient thought he might be possibly having symptoms of withdrawal. The symptoms were noted as sweating, cold, little back pain but not ¿fantastic,¿ nausea, and couldn¿t eat or sleep. The patient did not think it was withdrawal. When the patient went to the emergency room, blood clots were found in his lung. The patient was worried about the pump and wanted someone to ¿rest¿ the pump. The pump was being used to deliver dilaudid. It was later reported the alarm was confirmed by telemetry. The patient was hospitalized due to a suspected pulmonary embolism but began withdrawal symptoms on (B)(6) 2013 along with hearing a critical pump alarm. A refill occurred on (B)(6) 2013 and the low reservoir alarm date was (B)(6) 2014. There current alarm was due to ¿reset occurred ¿ watchdog.¿ safe state occurred. The events all occurred on (B)(6) 2013 - at 10:48am while the patient was sitting on their back porch. The patient thought this occurred before but there were no records. The next day it was reported the pump refill was not missed. The pump was read and indicated ¿pump in safe state.¿ the pump was restarted at 0.096 milligrams per day and the patient was advised to call if he heard the alarm again. At 7:30 on (B)(6) 2013, the patient had heard the alarm twice. The patient was advised to contact the hcp when he got out of the hospital for follow up and most probably to schedule a pump replacement. The patient was to be in the hospital until (B)(6) 2013 and was receiving intravenous narcotics while in the hospital. It was reported the pump logs had not yet been read since it started alarming again. It was decided the pump was bad and the plan was to eventually replace it. The timeline for replacement was not known as the patient was on coumadin due to the pulmonary embolism. One week later it was reported the patient was being seen by a manufacturer representative in the clinic. The patient had just been discharged from the hospital and had come to the clinic due to the fact that the pump was still alarming. Upon interrogation of the pump, no active alarm was seen in the attention dialogue box but the patient stated he still heard alarming. The pump logs were checked again and there were 2 entries for (B)(4) 2013 at 16:15. There was no text, but an 18 code. There was also a safe state log and motor stall recovery log for that same date and time. Later that day it was reported the pump was re-interrogated and the pump status events occurred was blank. On the alarms tab the silence active alarm was present. The critical alarm interval was shortened to 10 minutes, but after 10 minutes no alarm was heard. The pump status current setting did not show any events occurred. There was no active alarm and 7 normal update logs shown. There was also a log for active audible alarm was silenced. The pump was left programmed to the lowest simple continuous dose and the patient would continue to be supplemented with oral pain medication. The patient could not have a pump replacement until (B)(6) 2014 due to the medical condition.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).